Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided, therefore no review could be performed. "The reported device was not received in brézins for investigation because it was repair locally. The defective power board was received in brézins for investigation. According to the result of investigation, on visual inspection, it was found that j5 power connector was broken. As the component was broken, no further investigation was carried out. Based on this information the root cause of this defect was found likely due to an mishandling of the device probably caused by dropping the device or mishandling the board which corresponding to a misuse. To our knowledge this complaint is not being related to patient safety." This complaint is considered as misuse for this issue as per our local procedure, we initiated no action.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: power supply board defective / device does not charge reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.